Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received on a healthcare provider¿s meter. He further reported that on (B)(6) 2019, he experienced ¿dizziness¿ and was ¿without strength¿ so he called emergency services. Upon arrival, a sensor scan result of 95 mg/dl was compared to a hcp meter result of 40 mg/dl. Customer was diagnosed with hypoglycemia and treated with a glucagen hypokit (glucagon) injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a higher reading from his adc freestyle libre sensor than a reading received on a healthcare provider¿s meter. He further reported that on (B)(6) 2019 he experienced ¿dizziness¿ and was ¿without strength¿ so he called emergency services. Upon arrival a sensor scan result of 95 mg/dl was compared to a hcp meter result of 40 mg/dl. Customer was diagnosed with hypoglycemia and treated with a glucagen hypokit (glucagon) injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.